Event description:
It was reported that a sponge got accidently stuck in the subject device during a diagnostic endoscopic retrograde cholangiopancreatography procedure while the patient was under sedation and the device was still inside the patient. The procedure was completed after a brief delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: contamination in the tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.